Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information in b5 and h6.

Event description:
It was reported that during a meniscus repair, four (4) fast-fix curved devices did not trigger t2. The t1 always triggered, however, when t2 was triggered, it did not hold and the peek plate got stuck in the meniscus and the doctor had to remove it afterwards. The procedure was resumed, after a non-significant delay, using a competitor device, specifically fiberstitch 1.5. Additional anesthesia was not required as consequence of the surgical prolongation. It is unknown the quantity of patients/ events the devices failed. All patients are stable and have received adequate care. No further complications were reported

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is severely damaged. Bio debris is present. No functional evaluation could be performed on the returned device and found since there is damage hindering the inspection/evaluation. A complaint history review found two similar reported events for the batch. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, four (4) fast-fix curved devices did not trigger t2. The t1 always triggered, however, when t2 was triggered, it did not hold and the peek plate got stuck in the meniscus and the doctor had to remove it afterwards. The procedure was performed using a competitor device, specifically fiberstitch 1.5. It is unknown if there was any surgical delay. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.